Manufacturer narrative:
The insulin pump was received with large cracks on the lcd display due to missing segments on the lcd display. Unable to perform the self test and the displacement test or verify missing segments or partial display due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.